Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault with elevated iop. In a seperate visit the lens was explanted. Cause reported as user error.

Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Manufacturer narrative:
Device evaluation. H3-device evaluation: lens returned in a microcentrifuge vial in liquid. Visual inspection found haptic torn/broken/bent. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).